Manufacturer narrative:
Initial.

Event description:
It was reported that the ilet pump¿s sleep/wake button became unresponsive while the user was on a plane, with the user suggesting the pump was placed in a bra and that heat exposure could have affected the wake button; the reported device issue involved an unresponsive key/button and the implicated component was the switch. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed an electrical problem associated with the switch leading to a button not working. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.